Manufacturer narrative:
(B) (4). The product has been requested for investigation. A follow up report will be submitted if the meter is returned. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
The customer reported an issue with her freestyle blood glucose meter which suggests the memory overwrite malfunction has occurred. The customer reported having symptoms as a result of a change in medication because her meter was in the incorrect unit of measurement. The customer reported experiencing these symptoms: "shinny, silver light vision; vision impairment." The meter readings reported by the customer were: 5.2 mmol/l and 12.7 mmol/l. No third party medical intervention was reported. There was no report of death or permanent impairment associated with this event.